Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Then, the subject device was transferred to omsc for evaluation. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that there was foreign material inside the instrument channel. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that there was foreign material inside the instrument channel as reported, and also found that the cleaning brush could not pass through the instrument channel near the boot of the subject device. In addition, as a result of the disassembled check of the subject device, it was found that there was possibility that the subject foreign material was derived from the air/water valve or the rubber packing at the tip of the air/water valve based on its shape. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the reported phenomenon might be caused by the fallen packing invasion and clogging inside the instrument channel during the reprocessing. If additional information is received, this report will be supplemented.